Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent hybrid convergent procedure using epi-sense device, with concomitant left atrial appendage exclusion. Intraoperative anticoagulation was not administered. On post-operative day one, the patient experienced a stroke with unspecified deficits, diagnosed by neurology and treated with thrombectomy. The patient's condition improved and patient was discharged with unspecified residual effects. There was no reported device malfunction, and the adverse event was the result of a procedural complication.